Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1110150 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110150 met the qc criteria. The complaint issue was not found in the retained test cassettes. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). User appeared to perform the test procedure correctly, but no result developed in the result window.